Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: when did the needle pull-off occur: the needle had come off the thread without increased shear stress fortunately before it was inserted work to suture laparoscopically with it.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used for abdominal closure. During the procedure, the needle had fallen off the thread without increased shear stress fortunately before this inserted work to suture laparoscopically with it. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/12/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. One open box with twenty-two representative unopened samples were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.